Manufacturer narrative:
The biomedical engineer (bme) reported that the life scope monitor was idling on a standby screen when it started alarming and rebooting, showing a blue block memory error screen. Technical support (ts) tried troubleshooting with the bme, but when trying to load the software, it gave a "watchdog error" message before trying to reboot. It would then occasionally load the monitoring screen and alarm and then display the blue block memory errors again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: remote network station (rns): model #: rns-6803-7480. Serial #: (B)(6). Device manufacturer data: 06/23/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the life scope monitor was idling on a standby screen when it started alarming and rebooting, showing a blue block memory error screen. Technical support (ts) tried troubleshooting with the bme, but when trying to load the software, it gave a "watchdog error" message before trying to reboot. It would then occasionally load the monitoring screen and alarm and then display the blue block memory errors again. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the life scope monitor was idling on a standby screen when it started alarming and rebooting, showing a blue block memory error screen. Technical support (ts) tried troubleshooting with the bme, but when trying to load the software, it gave a "watchdog error" message before trying to reboot. It would then occasionally load the monitoring screen and alarm and then display the blue block memory errors again. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. During the evaluation, no visible physical damage, scratches, or signs of liquid exposure were observed. During testing, the reported issue of "spontaneous repeated reboots with errors" was successfully duplicated, confirming a failure of the main board, which requires replacement. The reported issue was duplicated, and the root cause of the reported issue is due to failure of the main board. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: remote network station (rns): model #: rns-6803-7480. Serial #: (B)(6). Device manufacturer data: 06/23/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the life scope monitor was idling on a standby screen when it started alarming and rebooting, showing a blue block memory error screen. Technical support (ts) tried troubleshooting with the bme, but when trying to load the software, it gave a "watchdog error" message before trying to reboot. It would then occasionally load the monitoring screen and alarm and then display the blue block memory errors again. No patient harm was reported.